Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy rectum, they connected the reload to the device, then the surgeon started the firing , however the firing stopped on the halfway. The display screen showed the excessive force indicator. The procedure was completed with another device. No patient injury.